Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The ultrasound nurse reported that when the box was opened, it was found that 30 packages were not sealed.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted.